Event description:
A patient reports while wearing a pod between 4 and 24 hours they had bleeding at the pod infusion site (arm). In addition the patient reports the pods needle failed to retract upon initial activation. As treatment, the patient applied a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The returned device was evaluated and the device was received with blood observed on the adhesive pad. The hard cannula was visible within the exposed portion of the soft cannula. The distal end of the soft cannula was also observed to be damaged. It could not be determined when or how this damage occurred. Inspection of the needle mechanism found that the needle was not properly seated in the slide retract, indicating that the formed needle was incorrectly installed. Damage was observed under magnification of the slide retract. This improper installation of the hard cannula into the slide retract resulted in the needle not retracting back into the pod. It was determined that the blood observed on the adhesive pad was the result of the failure of the needle mechanism to retract as intended.